Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem 'pump powers off could not be verified through the event history log (ehl) review. Evaluation did not assess for the allegation during service. The device will undergo release testing prior to shipment to ensure the pump is in full working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that would power off without user input. There was no patient involvement. No additional information is available.